Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a biomed to report that operating room (or) staff was facing an issue with the master tool manipulator left (mtml). Technical service engineer (tse) viewed the system event logs and noticed error 23008 pointing the axis 8 (grip) of the mtml. Tse asked him to shutdown the system and cycle the surgeon side cart (ssc) breaker. Tse asked him to exercise the left grip. After restarting, the error remained. Or staff will continue with one manipulator. The procedure was completing as planned with no reported injury.